Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.6b; g.1; h.6.

Event description:
Healthcare professional additionally reported capsular contracture baker grade I. Device has been explanted.